Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with injection vancomycin (250mg, intraperitoneally, duration and frequency not reported), injection amikacin (250mg, intraperitoneally, once daily, duration not reported), and cefuroxime (250mg in each bag, intraperitoneally, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. The outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event (previously, the outcome was reported as unknown). On an unreported date, treatment with antibiotic therapy was stopped. Should additional relevant information become available, a supplemental report will be submitted.